Event description:
It was reported that the patient felt no stimulation that occurred after a fall on (B)(6) 2012. It was stated that the patient had a "split fall, falling backwards." An impedance test was performed that showed "xxx" on all combinations with the #0 electrode. The "xxx" values were seen sporadically with the other electrodes used as the reference and the impedance testing was run at 1.5v. There was no pattern that was noticed when "xxx" appeared. The impedance testing was performed again at 1.5v, but that time all the impedances were in the "normal range." Impedance tests were run again at 3v and all values were "around the same values" and in the "normal" range. Pairs with the #0 electrode were between 979-1230 ohms. Prior to the fall the patient was on group a at 3.4v. After the fall the patient could not feel stimulation at this setting, so it was turned up to 6.55v. At that setting the patient stated that stimulation was comfortable and felt "perfect." Stimulation coverage was in the same area as before. The patient stated that she did not feel any shocking or jolting after her fall. Later it was stated that the impedance tests were ran 3-4 more times and they all showed impedances within the "normal" range. It was stated that the patient still had "good stimulation" with "appropriate coverage." No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d26865, implanted: (B)(6) 2012. Product type: accessory: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-p4, lot# n332887, implanted: (B)(6) 2012. Product type: accessory. (B)(4).